Event description:
It was reported that during a routine follow-up this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed a system impedance of 230 ohms, while the impedance six months prior was 90 ohms. It was noted the signal has no artifacts in all vectors even after manipulations on device and electrode. The health care professional (hcp) plans to further investigate with x-ray imaging and a 10 joule shock test. At this time, there is no evidence either of these have been performed. No adverse patient effects were reported. This system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow-up this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed a system impedance of 230 ohms, while the impedance six months prior was 90 ohms. It was noted the signal has no artifacts in all vectors even after manipulations on device and electrode. The health care professional (hcp) plans to further investigate with x-ray imaging and a 10 joule shock test. At this time, there is no evidence either of these have been performed. No adverse patient effects were reported. This system remains in service.